Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the sudden onset of going to the bathroom more was due to the physician ordering twice the dosage of blood pressure medicine, which doubled the amount of diuretic present. The symptoms had not yet resolved and patient stated they were going to set the remote to a higher number one more time, and if it was not resolved they would set another appointment with their urologist. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a sudden onset of using the bathroom more and going to the bathroom at night 6 times as much, since the middle of april. Patient stated their device was not working. Patient synced to their programmer and changed from program 3 to program 1. Patient mentioned program 3 was not helping. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was going to the bathroom during sleep time. The patient stated that she had an adjustment in the health care professional's office yesterday and inquired about how long the change may take affect. Troubleshooting attempts were made and patient programmer showed stimulation was on and set to 2.1 on program 1. It was reviewed with the patient could give the patient's body some time to adjust to the change that was made yesterday. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was up 6-7x to pee, then it was down to 2-3x or even less after a higher dose of lasix. It was further reported that the patient had been given a higher dose of blood pressure medication and they had to go to the bathroom 6-7 times per night. They stated this started happening within 2 days of starting the medication, which was probably a week ago. Caller was redirected to their healthcare provider because they wanted to know how to increase stimulation, but they wanted to know if they should. They were advised to turn stimulation up to see if it helped their issue, but to also consult with their healthcare provider. The patient reported a loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.